Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer also stated that they were in the hospital for their liver and lung and it was not caused by the insulin pump, but stated that they had a high blood glucose of 447mg/dl. The customer stated that they were treated with longmire. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were able to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer mentioned that they could not get pass the fill cannula process due to the motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.